Manufacturer narrative:
On 9-aug-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and multiple issues occurred, including a dislodged hemostatic valve. The sheath experienced mechanical issues: the hemostatic valve became dislodged into the hub of the sheath during a catheter exchange using the octaray catheter. The octaray was unable to advance through the vizigo. The procedure was completed without further issues. No air was introduced into the patient. No blood loss was noted. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath the stress marks and physical damage observed suggest that excessive fore manipulation was applied; however this could not be conclusively determined. A device history review was performed for the finished device 60000170 number, and no internal actions related to the complaint were found during the review. The issues reported by the customer was confirmed. The resistance issue reported by the customer could be caused by the damage of the valve. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and multiple issues occurred, including a dislodged hemostatic valve. The sheath experienced mechanical issues: the hemostatic valve became dislodged into the hub of the sheath during a catheter exchange using the octaray catheter. The octaray was unable to advance through the vizigo. The procedure was completed without further issues. No air was introduced into the patient. No blood loss was noted. No patient consequences were reported. The inability to advance the catheter through the vizigo is not MDR-reportable. The dislodged hemostatic valve is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).